Event description:
It was reported that the bottom display of the external pulse generator was not working. The caller was informed that since the external pulse generator was older than five years of age that it would not be repaired. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.